Event description:
New information noted the right ventricular lead was explanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed while the events of high capture thresholds and fracture were not confirmed. A partial lead was returned in two pieces for analysis. Visual examination of the lead found calcification covering the helix and ring electrode which likely caused the gradual rise in the pacing impedance.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited an increased pacing impedance and increased capture threshold. The suspected cause was a fracture. No changes or interventions were reported. The patient condition was unknown.